Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biomérieux of obtaining a misidentification of gemella morbillorum as gemella sanguinis in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported that the vitek® ms obtained a result of gemella sanguinis. The isolate was sent to a reference laboratory where it was identified as gemella morbillorum. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux that they obtained a misidentification of gemella morbillorum as gemella sanguinis in association with their vitek® ms instrument (ref. (B)(4)/serial# (B)(6)). Investigation fine tuning: status good at the time of acquisition. According to the vilink alert tool criteria, fine tuning status was at the limit during the tests made on 10 jun 2021. During the analysis of the spot quality preparation, it has been observed that the calibrator ¿all peaks¿ values are quite heterogeneous due to a non-optimal spot preparation of the calibrator strain (culture, spot, different operator¿). It could explain the variation observed on the two graphs above (curves near and under the limit). For reminder, the fine tuning indicators acceptance criteria could be affected by the non-optimal fine tuning made prior to the misidentification and to the quality of the calibrator spot preparation. In these conditions, it might not reflect the real status of the system. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. It needs to be verified with the customer. Knowledge base (kb) review: based on the information provided, the expected identifications have been defined as gemella morbillorum which is present in vitek ms kb v3.2. Sample data analysis: by reprocessing the customer data with vitek ms kb v3.2, spectra led to low discrimination result containing the expected identification (gemella morbillorum). The misidentification reported by the customer was not confirmed with the data provided. According to data provided, the low discrimination results were obtained from the spectra having a low number of peaks (48 and 49) with a low identification score. It means that the issue could be due to a non-optimal spot preparation. Analysis of calibrator spectra indicates that during this period the calibrator ¿all peaks¿ values was quite heterogeneous. As an exercise, by reprocessing the customer data with next vitek ms kb v3.3 (under development), spectra led to a single choice to gemella morbillorum for one of spectra and a low discrimination result containing the expected identification (gemella morbillorum). The analysis of the customer data provided allows to conclude that there is no malfunction, the instrument gave low discrimination result containing the expected identification (gemella morbillorum). It is not the final identification result, further analysis have to be done in order to select the appropriate result. The following system limitation are mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ based on these findings, there is no problem detected. However, the non-optimal spot preparation, the lack of fine tuning monitoring and the non-optimal fine tuning are considered as aggravating factors leading to low discrimination results instead of single choice to gemella morbillorum. 3. Root cause analysis based on the data provided, no problem detected. 4. Corrective or preventive actions no CAPA is needed.